Event description:
The reporter advised that when the meter was docked in a base unit, the lab manager heard a sizzling noise and smelled smoke. She removed the meter from the base unit and could see brown melted marks around the charging contacts on the meter. No adverse event was reported. The meter was requested for evaluation and replaced.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.